Event description:
A physician reported a pt who was originally skin tested by another physician (date and physician unk). The pt reported the skin test was negative and had multiple collagen treatments without adverse event. In 1999 the pt was treated in the oral commissures and vertical lip lines. On 8 nov 1999, the pt called the office and reported intermittent swelling at the treatment sites of the vertical lip lines. The pt stated the symptoms began about two weeks after the treatment. The pt denied any redness or "itching". On 11 nov 1999, the pt called the office and stated the symptoms had somewhat improved, but continued. The physician prescribed an over-the-counter non-steroidal anti-inflammatory. On 8 dec 1999, the pt called the office and stated she just returned from a trip and her swelling had returned, but was still intermittent in nature. The physician encouraged the pt to be examined, but the pt to date had not been to the office. The physician believed the symptoms were probably hypersensitivity related. No further medical or surgical intervention was prescribed or planned.